Manufacturer narrative:
This device remains connected to the chronic leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this second device was attached to the chronic leads. The connection appeared to be successful; however, the right ventricular pacing impedance was greater than 2,500 ohms and no pacing or sensing was observed when the device was checked with the programmer. The patient had a very narrowed vein so a new lead could not be implanted. The physician has elected to continue monitoring the patient. No adverse patient effects were reported.